Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's mother attempted to resolve the issue with three different batteries for the last two days. The caller did not have the insulin pump at the time of the call in order to be inspected. The caller did not know the blood glucose reading. The caller was advised that replacement battery caps would be sent. The caller was advised to clean the battery cap with a dry cotton swab. The caller was advised to monitor the device and to call back if the issue persisted with the replacement caps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.